Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced blood glucose levels ranging from 182 to 697 mg/dl. Reportedly, the contact believed the customer was not receiving enough insulin for the carbohydrates consumed and also reported the suspected cause to be an issue between the pump and site. The contact declined to provide further information. The customer delivered a correction via the pump and via manual injection.